Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the collar and hypotube included microscopic and visual inspection. Inspection revealed a complete separation at the collar/shaft area with part of the shaft still attached to the collar. Inspection found no other damage or defect with the device.

Event description:
Reportable based on device analysis completed on 18feb2021. It was reported that the tip of the guidezilla was kinked. The target lesion was located in the left coronary artery. A 5-in-6 guidezilla catheter guide extension was selected for use. During procedure, it was noted that the tip of the device was kinked and could not be advanced. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that a complete separation at the collar/shaft area occurred with part of the shaft still attached to the collar.